Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was used to treat a gastric outlet obstruction transgastric to the jejunum during a gastroenterostomy with stent placement procedure performed on (B)(6) 2022. During the procedure, there was difficulty in deploying the stent and the gray handle became detached from the luer lock connection exposing the handle metal parts. The stent was fully covered by the outer sheath when it was removed from the patient and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to jejunum to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated for placement in the jejunum.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle break. Medical device problem code a150201 captures the reportable event of stent failure to deploy transgastric to jejunum. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and it was found that the luer was detached from the handle. The tip had no evidence of electrocautery. No other issues were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy; however, the reported event of handle break could not be confirmed as the handle was noted to be in good condition. A labelling review was performed, and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/product label. The complainant reported that the hot axios stent was to be implanted in the jejunum. The axios stent and delivery system directions for use (dfu) states "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract". It is likely that the stent could not be deployed due to the observed damage of luer detachment. This damage could have occurred due to factors encountered during the manufacturing of the device. An investigation to address this problem is in progress. Therefore, review and analysis of all available information indicated the most probable cause is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on may 13, 2022 that an axios stent and electrocautery enhanced delivery system was used to treat a gastric outlet obstruction transgastric to the jejunum during a gastroenterostomy with stent placement procedure performed on (B)(6) 2022. During the procedure, there was difficulty in deploying the stent and the gray handle became detached from the luer lock connection exposing the handle metal parts. The stent was fully covered by the outer sheath when it was removed from the patient and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to jejunum to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated for placement in the jejunum.